Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient was experiencing body shocks from the implantable neurostimulator (ins). The shocks were random and had been occurring once monthly and then three times in one day for the past six months. Impedances were checked and x-rays appeared normal. Impedances were checked when pressing on the ins and connector.